Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v567716, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The wife of a patient implanted for urinary dysfunction reported that the patient had a terrible fall and the implantable neurostimulator (ins) pocket was ripped open in (B)(6) 2015. The patient was hospitalized because of the fall and had broken bones, a dislocated hip, and had kidney/urinary issues, but he had since been discharged, was doing better, and was stable. It was noted that the patient also had dementia and other medical problems. The device was "free floating" and they believed that the wires may have been pulled out. The reporter didn't know if the battery or leads had disconnected or what exactly was the problem, but the device could be seen moving in the patient's hip. The ins no longer communicated with the external device. The poor communication message was seen on the patient programmer and there was no telemetry with or without the antenna. The patient was able to void on his own but had more residual. The patient programmer was replaced and following programmer replacement, the reporter noted that the external device was not communicating with the ins. At the patient's initial appointment with a doctor, tests were ordered to verify if the leads were in place. Testing included a CT scan, but the appointment hadn't been made yet. The doctor was taking over for the patient and would perform any procedure should it be needed for the leads or battery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported that pelvic x-rays had been performed with results showing the lead to be in place. It was stated that the battery had most likely lost charge. The patient had not followed up since the x-rays. Therefore, actions/interventions were pending. The issue was not resolved as the patient missed the follow-up appointment.